Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the "select" button had wear and tear damage making the "select" button unresponsive at times. Carefusion replaced the led display to address the reported issue.

Event description:
It was reported to carefusion that the "select" button on the ventilator was sticking. This reported issue was discovered during a patient transport. It is unknown at this time whether there was any patient harm associated with this complaint. Carefusion has made attempts but the customer has not responded to these attempts.